Event description:
It was reported that during routine follow up, this right ventricular (rv) lead exhibited noise on the electrogram, however, the noise was not present on the shock channel. The noise was oversensed and resulted in inappropriate anti-tachycardia pacing. Reportedly, the noise was not observed during isometrics and the physician suggested the patient to use the latitude home monitoring system, to which the patient declined and the physician scheduled a follow up in two months from (B)(6) 2021. In addition, it is suspected that the rv lead could potentially be fractured. The rv lead remains in service at this time. The patient is not pacemaker dependent and did not experience any complications related to this event.

Event description:
It was reported that during routine follow up, this right ventricular (rv) lead exhibited noise on the electrogram, however, the noise was not present on the shock channel. The noise was oversensed and resulted in inappropriate anti-tachycardia pacing. Reportedly, the noise was not observed during isometrics and the physician suggested the patient to use the latitude home monitoring system, to which the patient declined and the physician scheduled a follow up in two months from (B)(6) 2021. In addition, it is suspected that the rv lead could potentially be fractured. The rv lead remains in service at this time. The patient is not pacemaker dependent and did not experience any complications related to this event. Upon additional information received from technical services (ts) review, further clarification for the event was provided and it was advised to verify if there has been noise in the rv rate electrogram (egm), as it would not be expected to show any noise due to the bipolar configuration. Ts also asked for the device data to be sent if the clinic wants ts interpretation of the episodes, and highlighted that the patient could be at risk of inappropriate therapy delivery and/or pacing inhibition. Further troubleshooting recommendations were provided. The rv lead remains in service at this time. No adverse patient effects. An attempt was made to obtain further information regarding the patient follow up, however, as per the field representative, there is no additional information available at this time.